Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device charge button would work intermittently. As a result, defibrillation may be delayed or prevented if it had been necessary. There was no patient use associated with the reported event.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device charge button would work intermittently. As a result, defibrillation may be delayed or prevented if it had been necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control downloaded the electronic records from the customer¿s device and could not verify or duplicate the reported issue. Physio observed that the device shock button was pressed multiple times but the device was not charged. Physio replaced the main keypad assembly to resolve a non reportable issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio further evaluated the removed main keypad assembly and was still unable to duplicate the charge button issue. Physio verified the non-reportable home button issue; however the charge button issue was not verified or duplicated and the cause of this could not be determined.